Manufacturer narrative:
Concomitant products : 4195-88 lead implanted (B)(6) 2010, 6947-65 lead implanted (B)(6) 2010, 5076-58 lead, implanted (B)(6) 2004.

Event description:
It was reported that the right atrial lead was undersensing. It was noted the patient was in chronic permanent atrial fibrillation (af) and the af waves were of low amplitude. The programming mode was changed from a dual chamber pacing and sensing mode to a ventricular-only mode, and the lead remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.